Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription is not applicable as the device is manufactured by prescription and not implantable manufacturing data not available at the time of submission. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the patient had a reaction to the 3dcomfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced red lesions and a feeling of raw tissue on the tongue. The device was worn since (B)(6) 2021 (exact date unknown). The patient has allergies to "hospital" tape (specific type unknown). The patient was advised to get an allergy test with their medical provider for definitive result.